Manufacturer narrative:
Concomitant products: product ID: 3391s-40, lot# va0qqn1, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3391s-40, lot# va0qqn1, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient developed a staph infection in his head in (B)(6) 2016 and had their implantable neurostimulator (ins), extensions, and leads removed on (B)(6) 2016. The caller stated that the patient was on IV antibiotics and had since recovered but will not have their system re-implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.